Manufacturer narrative:
There was no damage to the device identified upon inspection. On a test circuit, the occluder performed as expected with both a roller pump and a centrifugal pump. The test was repeated to confirm consistent results from the occluder. The issue was not able to be replicated during the investigation.

Event description:
User reported that the arterial occluder would not fully close and they had to use a clamp. There was no patient harm; therefore, the event is not considered reportable.

Manufacturer narrative:
Root cause determination is pending completion of investigation.

Event description:
User reported that the arterial occluder would not fully close and they had to use a clamp. There was no patient harm; therefore, the event is not considered reportable.

Event description:
User reported that the arterial occluder would not fully close and they had to use a clamp. There was no patient harm; therefore, the event is not considered reportable.

Manufacturer narrative:
Root cause determination is pending completion of investigation.